Manufacturer narrative:
Method: the device was received for analysis. The lot number was not available therefore, we could not review the device history record. Results: results will be provided once the eval and investigation have been completed. Conclusion: our investigation and eval is currently in progress, once completed, a f/u report will be submitted. Info from this incident will be included in our product complaint and MDR trend reporting system. Add'l investigation may arise from ongoing analysis, trend info, or other analysis as appropriate.

Event description:
Fill volume: 230 ml. Flow rate: 5 ml/hr. Procedure: chemotherapy. Cathplace: IV port. A pt reported that an eclipse pump was replaced on (B)(6) 2014 at about 06:30 pm. The eclipse pump should have finished infusion in the late afternoon at about 04:30 pm on 05/02/2014. However, the pt reported that when he awoke on (B)(6) 2014 at approx 05:00 am the eclipse was empty.